Manufacturer narrative:
Block h6 (device codes): imdrf device code a0401 captures the reportable event of pull wire broken.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on november 15, 2023. It was reported that when the physician was placing the peg tube, the pull wire broke. The physician used a hemostat to pull the peg tube into place completed the procedure. There were no patient complications reported as a result of this event.